Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 7.0-8.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that multiple vf episodes due to lead noise were observed. The device and lead were explanted. During explant, it was noted that the lead was buckled near the header. The patient was stable.